Manufacturer narrative:
D10 concomitant product: 86053 - 86053 8.0mm lo pro trach tube x10, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was intubated with a size 8 endotracheal tube and would not stay inflated. The tube was replace with another size 8 and again it did not stay inflated. The tube was replaced again with a size 7.5 tube and stayed inflated.